Event description:
It was reported that the 9600+ system displayed an ma error code during fluoro. The case was completed. There was no report of patient injury..

Manufacturer narrative:
A ge service representative discussed the reported event with the customer by telephone. According to the information provided, the error code was displayed after a power glitch. The system is currently working as expected and has been functioning for several days with no problem noted. No service request identified. If any additional problems are noted, a report will be submitted as required